Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07173 / 07174).

Event description:
It was reported patient underwent a left elbow arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2010 and (B)(6) 2014 due to humeral loosening. The humeral stem was removed and replaced during both procedures.